Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, visual inspection revealed damage to the grommet.

Event description:
It was reported during implant procedure that the doctor could not screw in the lead to the pacemaker. The silicone or screw appeared to be faulty. The device was not implanted. No patient complications have been reported as a result of this event.